Event description:
It was reported that the patient experienced discomfort at the ipg site. The patient underwent a revision procedure to reposition the ipg for comfort. Four leads were also revised during the procedure and currently remain implanted. In addition, four lead extensions were implanted during the procedure. No devices were explanted or replaced during this procedure. The patient was doing well postoperatively. Additional information was received that the ipg was moved due to discomfort that occurred when the patient sat in her wheelchair. It was also noted that the bsc sales representative was not aware of the lead migration issue until the day of the ipg revision procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model: sc-2366-50, serial/lot: (B)(4), description: linear 3-6 lead 50 cm. Model: sc-2366-50, serial/lot: (B)(4), description: linear 3-6 lead 50 cm. Model: sc-2366-50, serial/lot: (B)(4), description: linear 3-6 lead 50 cm. Model: sc-2366-50, serial/lot: (B)(4), description: linear 3-6 lead 50 cm.

Event description:
It was reported that the patient underwent a revision procedure to reposition the ipg due to discomfort at the ipg site. It was noted that four leads were also revised during the procedure due to migration. The lead migration issue was not related to the ipg discomfort issue. In addition, four lead extensions were implanted during the procedure. No devices were explanted or replaced during this procedure. The patient was doing well postoperatively.